Event description:
Pt #4. Implanted dt heartmate ii (B)(6) 2017. About (B)(6) 2017 pt wife reported via telephone call to vad coordinator trauma to the driveline and increased drainage. The vad coordinator did not report this to any vad team member. Vad coordinator did not look at it the next time pt came into clinic. It was brought up to the bad coordinator (B)(6), rn and vad physician director dr. (B)(6) that pt was not scheduled to return to clinic for almost another few weeks bringing the total amount of time from pt reporting trauma and increased drainage to almost 4 weeks. Vad coordinator and vad physician director failed to intervene and bring pt in for dles evaluation. Pt finally came into clinic the last week in (B)(6) 2018, dsg take down revealed cellulitis at dles. On (B)(6) 2018 pt hospitalized for dles infection abx given. On 02/2018 vad coordinator (B)(6) and vad physician director were notified that per (B)(6) vad reporting policy, hospitalization of this pt for dles infection was a mandatory reportable event to the FDA, they said that it was not and they would change our policy. This even still has not been reported. About (B)(6) pt developed impetigo at the top boarder of dles dsg, started on bactroban, dr. (B)(6) vad physician director, (B)(6) 2018 dsg change in clinic and impetigo had spread to dles, dr. (B)(6) stated he did not want to put him on oral abx therapy because he was worried about pt getting c-diff, he visualized the dles and aware that it was spreading. Pt was finally placed on po abx therapy for impetigo on (B)(6) 2018. (B)(6) vad program: reporting policy states mandatory report to the FDA if pt is hospitalized d/t device related issue.